Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by an advanced evaluation patient that on (B)(6) 2019 to (B)(6) 2019 their stomach hurt. The patient mentioned they took a pain pill but it didn¿t work. The patient stated they were not emptying their bladder which was causing them pain. The patient mentioned they were having the hardest time at night. The patient was advised to contact their health care physician (hcp) with questions regarding medical advice. On (B)(6) 2019, the patient stated they were so sleepy. The patient stated they currently took pain pills and stated it barely helped the pain. The patient stated they lowered the stimulation down to 4.1 because it hadn¿t been comfortable at 5.7. The patient reported the bottom of their stomach hurt and they were still hurting but now it was after they were done voiding. The patient reported they had been unable to void a few times and noted they could feel the sensation but nothing would come out. There were no further complications reported/anticipated.